Manufacturer narrative:
Investigation: a visual inspection revealed the short port had no non conformities and remained inflated when inflated with 25 cc of air. The device had no evidence of blood. Based upon this, the reported complaint could not be confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the short port would not inflate. No details were given if it was due to rupture or other causes. A new kit was used to complete the procedure. There were no pt effects. The product is returned.